Manufacturer narrative:
A visual inspection test was performed on a picture provided by the customer, however the customer complaint cannot be confirmed. The sample device is necessary to evaluate for functional issues. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed since the sample involved in this issue was not provided for eval. Root cause cannot be established. Teleflex will continue to monitor via periodic reviews to evaluate if any trends exist.

Event description:
The complaint reported as: the reservoir of the mask did not inflate with the flow rate of 12l/m. No report of pt injury.